Manufacturer narrative:
The lot number is unk and therefore, the date of MFR and tube size cannot be determined.

Event description:
The caller reported that the endotracheal tube migrated out of the pt during use. The pt required reintubation due to the issue. The pt had been extubated at the time the call was received. The tube had been in use for a couple days. The cuff was pre-tested and inflated to 20 s according to the customer. A gel was used to insert the tube, and the tubes were not warmed or cut. The tube was thrown away and tube's lot number, exp date, and size is unk.